Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the patient side cart (psc) had "no battery backup" message on system power up and would take several hours for patient cart battery to fully charge. Live logs found errors 860 and 816 on patient cart battery. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the system power manager (spm) involved with this complaint to perform failure analysis. The unit was installed, programmed, and tested on the pca is4000 system 1, with no issues on startup. No errors or failures were triggered. To troubleshoot the root cause of this reported event, the spm assy charge feature was tested by draining the battery charge to 1 green led and to 38.8 volts. Psc was left plugged in to a power source to test the charge feature of the spm assy unit. In less than an hour, the battery was fully charged to 42.7 v with all 3 green solid led lighted. This spm charge feature passed the test(s) within the 2-hour threshold. A review of system logs showed that unit faulted with errors: 816, 824, 858, 860, along with a "no battery backup" failure on the reported event date. The probable root cause could be attributed with the psc battery assy charge level.